Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient experienced difficulty in establishing communication between the scs ipg and multiple external devices due to the ipg being tilted and migrated in the ipg pocket. As a result, surgical intervention was taken on (B)(6) 2015 to revise the ipg pocket site which resolved the issue.